Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced atrial fibrillation requiring cardioversion. The patient also had oozing at the access site. A stitch was placed to obtain hemostasis. The patient is in stable condition.

Manufacturer narrative:
B5 clinical rationale was added. D6a and d6b dates were reported correctly on the initial report that was submitted and the note about them being incorrect on the previous report was incorrect. H10 adde related report number. This is one of two related reports. This report represents the second impella cp and another pump was submitted for the first impella cp. Investigation summary: the investigation was completed. No product was returned. Hypotension, anemia, pericardial effusion, cardiac tamponade: the cause of the injury was unable to be determined due to insufficient clinical details. Arrhythmia, paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: a 55-year-old male with acute myocardial infarction and cardiogenic shock (scai stage e) underwent impella cp support in conjunction with peripheral va ECMO for rv support following post-operative decompensation after mitral valve replacement. On (B)(6) 2025, nursing staff reported the patient developed atrial fibrillation/flutter with rapid ventricular response requiring one episode of successful cardioversion to normal sinus rhythm. On (B)(6) 2025, the patient developed increasing hypotension with escalating vasopressor requirement, prompting a stat echocardiogram that revealed pericardial effusion with cardiac tamponade. The first pump (B)(4) was implanted and explanted on (B)(6) 2025, with observed red handle leak, major bleeding, and device revision/replacement. The second pump (B)(4) was implanted on (B)(6) and explanted on (B)(6) 2025 following the patient¿s clinical decline. Documented adverse events included hypotension, arrhythmia, anemia, paroxysmal atrial fibrillation, major bleeding, pericardial effusion, cardiac tamponade, and required interventions such as medication, transfusion, resuscitation, hemostasis, surgical intervention, and ultimately the patient¿s death. Based on the information provided, the impella cp demonstrated stable positioning with no suction events during the arrhythmia episode. Bleeding at the access site required surgical management, and a red handle leak prompted device exchange of the first pump. The subsequent deterioration into pericardial effusion and tamponade appears related to the patient¿s overall critical condition and recent cardiac surgery rather than to device malfunction; however, a causal relationship to the impella cannot be definitively excluded. A causal relationship to the impella cannot be definitively excluded. Returned product evaluation is pending and will be required to determine whether a device related failure contributed to the reported events. The patient withdrew care and expired.

Manufacturer narrative:
D6a and d6b should of been left blank on the initial report that was submitted. E1 added initial reporter address line 2 and initial reporter phone number as they were omitted from the initial report that was submitted. H6 revised investigation conclusions code as it was entered incorrectly on the initial report that was submitted.